Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 15.0mg/ml; bupivicaine 40mg/ml; clonidine 800mcg/ml and compounded baclofen 150mcg/ml. The infusion rate was 0.6997 ml/day.

Manufacturer narrative:
.